Manufacturer narrative:
Patient code added.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer went to the emergency room (ER) and was subsequently hospitalized after experiencing an elevated blood glucose (bg) level of 600 (mg/dl) and chest pains. Correction boluses were delivered prior to hospitalization to address bg levels. While hospitalized, the customer was treated with intravenous insulin but reported that their bg levels continue to fluctuate. Reportedly, the customer's health care provider believed there was an issue with the pump. System check with tandem technical support indicated the pump was performing as expected. Customer was released from the hospital on (B)(6) 2016.